Event description:
The technician alleged that the brakes would set but not hold. No pt impact.

Manufacturer narrative:
The technician found the cause to be worn brake steer casters. The technician replaced the brake steer caster to resolve the issue.